Event description:
The pt reported problems with charging the implant. An advanced blonics representative met with the pt for device evaluation. The external equipment was replaced but the issue was not resolved. Replacement was recommended.